Manufacturer narrative:
As no further information concerning this report is expected, stigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited rapid depletion. Analysis showed that the device exhibited high rate atrial sensing which can cause an increase in power consumption. The device also had signal artifact monitoring (sam) installed and was enabled which can cause an increase in power consumption when enabled and in the presence of high rate atrial sensing can consume even more power. Boston scientific technical services (ts) suggested programming options. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the h10: additional MFR narrative.

Event description:
It was reported that this pacemaker exhibited rapid depletion. Analysis showed that the device exhibited high rate atrial sensing which can cause an increase in power consumption. The device also had signal artifact monitoring (sam) installed and was enabled which can cause an increase in power consumption when enabled and in the presence of high rate atrial sensing can consume even more power. Boston scientific technical services (ts) suggested programming options. As of this time, the device remains in service. No adverse patient effects reported.